Event description:
It was reported by the customer that the mattress developed stains inside the foot section. Eval concluded that fluid had ingressed into the mattress. No pt involvement or adverse consequences were reported.